Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including bench handling and full functional stress testing with test accessories without duplicating the report. The fault is typically associated with an occlusion, but we were unable to confirm. The smart pneumatic module board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year-old female patient, the device displayed a "runtime calibration failure - 1051" error message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient was treated for 80% hypoxemia.